Manufacturer narrative:
Results: the lantern was fractured just proximal to its first marker band approximately 133.0 cm from the hub. Conclusions: evaluation of the returned lantern revealed a fracture on its distal tip. This damage may have been a result of forceful mishandling when removing the shaping mandrel from the distal tip of the lantern. The shaping mandrel and packaging hoop were not returned for evaluation. The root cause of the reported fracture could not be determined. Penumbra catheters are visually inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
During preparation for a coil embolization procedure, the hospital staff found that the clear lining of the lantern delivery microcatheter (lantern) had broken and came forward past the radio-opaque tip and there was no shape to the end of the catheter upon removal from the packaging. The damage to the lantern was found prior to use. Therefore, the lantern was not used in the procedure. The procedure was completed using additional microcatheter.